Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with hemostasis sheath. No other components were returned. Visual inspection revealed blood-like substances were found on all returned components, and the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in rear lock position with color bands fully exposed. There was a cut in the proximal portion of the sheath and was extended deep into the carrier tube. The anchor was fully exposed since the sheath was cut. The body of the sheath appeared to be damaged and less than half of the body was present in the sheath assembly. Remaining part of the sheath was not returned. The integrality of the sheath was normal and not brittle. Functional testing could not be carried out as the anchor was already exposed and tamping of collagen would not have been possible due to the already swollen collagen from the blood like substance. The complaint could be confirmed for non-deployment pullout. Based on the state of the returned device, the anchor is completely exposed since the sheath was cut. The mutilation of the sheath released the anchor after the pullout event. The likely root causes for the alleged issue of pullout may include failure to position the device cap in the full forward lock position or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the hemostasis was attempted with the angio-seal device. However, the physician indicated that the anchor did not come out from the insertion sheath. It was assumed that shuttling might have occurred. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. There was no health damage to the patient. The estimated blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used, the puncture site, and the vessel diameter are unknown. There were no other devices or equipment used with the reported product.